Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 15/1.5 mm balloon ruptured at 10 atms on the second inflation. The number of atms reached on the initial inflation was 6 atms. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in a tortuous distal left circumflex coronary artery. The physician used a 7f terumo long introducer sheath for vascular access and a conquest pro (asahi intec/getz) 0.014" guidewire and a 7f launcher medtronic guide catheter to cross the lesion. The maverick2 monorail balloon was removed, but because a new maverick2 monorail and other balloons would not cross the lesion, this procedure was discontinued. No pt injuries or complications were reported. Pt status is reported as 'good'.